Manufacturer narrative:
(B)(4). B5: describe event or problem: correction. D10: device available for evaluation:  correction. H2: if follow-up, what type: correction/device evaluation. H3: device evaluated by manufacturer: correction. H6: event problem and evaluation codes:  corrected data.

Event description:
Subsequent to the initial report, a supplemental report is needed for corrections for the device evaluation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown error "session has ended I have a new transmitter" occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and failed due to zero voltage. A review of the share log was performed and the allegation was confirmed. The probable cause could not be determined. In addition, a low transmitter battery which led to a transmitter failed error was observed in connection to the reported allegation. The reported event of an unknown error "session has ended I have a new transmitter" is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.